Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from the field indicated that four (4) days after the index procedure, the patient presented with sudden chest pain and anterior st elevation. Coronary angiography revealed a sub acute thrombosis (sat) involving the three (3) previously placed stents in the left anterior descending (lad) coronary artery. The patient had had three (3) stents implanted in the lad: two (2) taxus stents (a 2.5 x 20 mm and a 2.5 x 24 mm) in the mid/distal portion and a cypher 2.5 x 23 mm proximally - all in overlapping fashion in the index procedure. The sat was treated by aspiration of the thrombus using angiojet and percutaneous transluminal coronary angioplasty (ptca) with a 2.5 x 15 mm maverick balloon for multiple inflations. Ivus and a temporary pacemaker insertion were also done. One (1) week after the previous sat/adverse event (eleven days after the index procedure), the patient presented with acute pulmonary edema, fever, and st segment elevation in the precordial leads. The patient was intubated and sent for emergency cardiac catheterization. The procedure was done via the left femoral artery. The sat was treated by ptca using a 2.5 x 20 mm voyager balloon for multiple inflations in several locations. No significant clot burden was identified by angiography after the ptca and brisk flow to the vessel was restored. The patient was returned to her room in critical but stable condition. The index procedure was done via the right femoral artery. The patient was found to have a lesion in the lad and 30% tubular irregularities in the proximal right coronary artery (rca). The patient's ejection fraction was reported to be 37%. The lad lesion was reported to be: a long lesion, ulcerated 50-70% proximally after the diagonal, calcified, and 95% in the mid/distal portion. The lesion was pre-dilated with a guidant voyager 1.5 x 15 mm balloon at 13 and 14 atm and a 2.0 x 20 mm voyager at 5 to 14 atm in the mid to distal lad. A maverick 2.25 x 20 mm balloon was then inflated at 10 atm in the most distal segment due to the calcification and waisting of the balloons noted during inflation. Rotational athrectomy (rotablator) was then done in the mid/distal lad using a 1.25 mm burr for six (6) passes. More pre-dilation was done using a voyager 3.0 balloon at 15 atm. A taxus 2.5 x 24 mm stent (stent #1) was deployed in the distal lad at 6 atm and post-dilated at 9 atm using the stent delivery system (sds) balloon. More pre-dilation and dilation of the stented area and proximal to the stent was done using a quantum 2.25 x 15 mm balloon at 12 atm and then 19-20 atm in the stented area. An additional taxus 2.5 x 20 mm stent (stent #2) was deployed at 8 atm in overlapping fashion and post-dilated with a quantum 2.5 x 20 mm balloon at 21 atm. A cypher 2.5 x 23 mm stent (stent #3) was implanted in the proximal to mid lad at 9 atm overlapping the previously placed taxus stent (stent #2). The cypher stent was post-dilated with a quantum 2.5 x 20 mm balloon at 20 atm. There was some disease noted at the ostium of the vessel and at the proximal portion of the diagonal. These lesions were not addressed due to the patient being nauseous and having some intrascapular discomfort. The patient received 600 cc of contrast during the procedure. A perclose closure device was used to close the right femoral catheterization site.